Event description:
It was reported that during a colectomy procedure, the minimum button would not activate. Vessel tied to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.